Event description:
Subsequent to the initial report being filed it was reported that there was resistance noted during removal of the stylet or protective sheath and negative pressure was held for 5 seconds to deflate the balloon. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported deflation issue, difficulty removing the mandrel/stylet, protective sheath and difficult removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported deflation issue, difficulty removing the mandrel/stylet and protective sheath could not be determined; however, the reported difficulty removing the device from the guiding catheter appears to be related to circumstances of the procedure. Possible factors that can contribute to difficulty removing the mandrel/stylet may include, but not limited to, damage during protective sheath removal, removal technique or mishandling. Possible factors that may contribute to difficulty removing the protective sheath may include, but not limited to, manufacturing, normal variation within the manufacturing process or protective sheath removal technique. Additionally, possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Furthermore, it is likely that the reported deflation issue contributed to the resistance met with the guiding catheter during removal since the balloon would not fully deflate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2017 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 2017 improper or incorrect procedure or method - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a dissection in the left main coronary artery (lmca). After stent implantation, the 5x12 nc trek balloon dilatation catheter (bdc) was advanced and used for post-dilatation; however, the balloon could not be completely deflated. Therefore, during removal resistance was noted with the guide catheter. It was noted that negative pressure was held for 5 seconds to deflate the balloon. The bdc and the guide catheter were removed as a single unit. It was also noted that there was resistance noted during removal of the stylet/protective sheath during preparation. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.